Event description:
Gun misfired. The customer never sent complaint notice to our facility. We were notified in october, 2004 that a complaint had been filed, but the complaint was closed due to no response and no product from the customer. Subsequent to complaint closure, the customer contacted with request to re-open complaint because they located the product in question. We received said product on 7/14/05, and filed MDR accordingly within 30 days from product receipt.

Manufacturer narrative:
The style of the biopsy needle returned by the customer was detached from the hub. No anomalies were identified in the product, nor in the production lot. A review of the device history record found no variations, and all tensile data far surpassed the minimum pull requirement. We were unable to reproduce the event experienced by the customer, nor confirm any device related problem, therefore, we consider this an isolated incident. As a precautionary measure, we have initiated a tightened inspection on the next 10 lots of this product.